Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was said that the cause of the intracranial hemorrhage was said to be unknown. It was noted that the patient had a history of mycotic aneurysms. It was also said the day prior to the patient's passing that they presented to clinic and appeared fine. The next day they were found in their bed unresponsive with bloody emesis by their family. It was also said the onset of the pump pocket infection was dec2024, as proteus, mssa, and pseudonmas culture were found. The infection was treated with zerbaxa while patient was at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of death was due to an intracranial hemorrhage. The patient underwent decompressive hemicraniectomy but went into cardiac arrest during recovery and family decided to make the patient do not resuscitate/intubate (dnr/I). Death was not considered to be device or therapy related although the patient was scheduled for a pump exchange due to a pump pocket infection. It was said that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including pump pocket infection, stroke, bleeding, and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.